Manufacturer narrative:
There was minimal weeping from a wound on the upper proximal incision site that the doctor equated to an infection. The pt had expressed interest to have implants removed, so no additional treatment was recommended. In the doctor's opinion, the patient was probably not a good candidate for lip implants because she already had large lips and he believes she exposed her lips to excessive mobility before healing took place. The device performed as intended by providing augmentation until removal. Lot release records show device met all acceptance criteria. We believe this event is procedure related and not device related. The patient is doing fine after the removal and has not reported any other issues to date. No corrective action is recommended at this time.

Event description:
Device was implanted in 20/07 following another unrelated procedure in the or on the same patient. Patient reported palpability to the doctor and subsequently the device was removed on the following day. The event was reported to evera medical on four weeks later.